Event description:
It was reported that a dislodged left ventricular (lv) lead was exhibiting high thresholds, the lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 694765, implantable tachy lead; implant: 2012 (B)(6); model: 5568-53, implantable pacing lead; implant: 2012 (B)(6). (B)(4).